Event description:
It was reported that the length of time prior to the event was three days. Per the md 'on (B)(6) 2010 at about 8 o'clock, there occurred the focal symptoms from the central nervous system (cns) in the pt. The intra-aortic balloon pump (iabp) raised the alarm. In the tube supplying helium, blood was observed. The pump was switched off and the balloon was removed. Due to neurological progressive dysfunction, the pt was intubated and ventilated mechanically. Afterwards immediately directed into the computer tomography. This examination confirmed the gas embolism in the cns (numerous gas bubbles)." The pt was transported to the intensive care unit for further treatment.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.